Event description:
Customer reported an error 4183, s. Loader x2 home overrun on the aia-900 analyzer. The customer reset the analyzer and the error returned. The x2 pusher is not moving back to home. This is a reportable event based on delay in reporting of patient results for luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg), estradiol (e2), and follicle stimulating hormone (fsh) analytes.

Manufacturer narrative:
A customer reported error message 4183 error, s. Loader-x2 home overrun on the aia-900 analyzer. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient results for luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg), estradiol (e2), and follicle stimulating hormone (fsh) analytes. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. A field service engineer (fse) followed-up with the customer via telephone and customer confirmed the error indicating the error printed after aborting the run. The customer also stated that the error was reproduced when samples were ran. The fse suspected dust inside the sample loader and advised customer to use canned air in order to remove the dust. The customer ran quality control (qc) and no further error. The most probable cause of the reported event is due to a dusty sample loader. A 13-month complaint and service history review for serial number (B)(4) from the date of 20apr2021 through aware date 20may2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-900 operator¿s manual under section 12: flags and error messages states the following: error message: [4183] s. Loader-x2 home overrun. Cause: the home sensor s073, which is not supposed to be activated after the sample loader x2-axis moves, was activated. Action: remove the impediment or other cause of the error. Check s073 and also check to see the cause of slipping, and so on, that occurs when pm071 moves to the limit side.